Manufacturer narrative:
Concomitant product: carto 3 system model# m-4800-01, serial # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the signal lost occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ge recording systems at the same time. It was stated that the ECG cables where not crossing any other cables and they had replaced the grounding pad from the back to the leg without resolution. The customer then changed the ablation cable and the issue was resolved.